Event description:
Clinical trial. Same case as MFR# 6000093-2007-02011. It was reported that post index procedure, the patient had a myocardial infarction (mi). On the day of the index procedure, the patient experienced an episode of severe chest discomfort and presented to the emergency room. He was treated with reteplase with no relief of his symptoms. ECG was consistent with an anterior wall myocardial infarction. The patient was transferred to the enrolling hospital and he was treated with heparin, morphine, and IV metoprolol and cardiac catheterization was scheduled. The index procedure treated a lesion in the mid left anterior descending artery (lad). The lesion was 3.5 mm wide, 25 mm long, and 99% stenosed. Target lesion 1 was treated with direct stenting using overlapping 3.5 x 20 mm and 3.5 x 8 mm taxus express2 stents. Residual stenosis was 0%. Post catheterization, the patient was treated with warfarin for low ejection fraction and risk of thrombus formation. He also had some episodes of chest pain which were relieved with morphine, oxycodone, and acetaminophen. Two days later, the patient had an echocardiogram and the results were pending at the time of discharge. The patient was discharged 4 days post index procedure on aspirin and plavix. On day 388, the patient ws taken ot a hospital due to a generalized tonic-clonic seizure. Head CT was negative for acute pathology. Magnesium was noted to be low. He was treated with replacement magnesium and hydrochlorothiazide was stopped. Cardiac enzymes were elevated. That same day, the patient was transferred to another hospital due to the non st elevated mi for cardiac catheterization. An automatic implantable cardioverter/defibrillator was implanted due to the patient's low lvef and previous mi. The pt was seen by a neurologist and started on antiepileptic medication. The pt was discharged 6 days later on aspirin. In the opinion of the physician, there is no relationship between the mi and the stent. In september 2007, the clinical events committee determined an unknown device relationship.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this report.